Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the analysis concludes that the lead conforms to all mechanical and electrical specifications, and specifically, the function of the screw mechanism conforms to the established specification. Since the stylets utilized by the physician in this case were not returned to the manufacturer, perhaps a feature of one or more of these stylets contributed to the abnormal function as described.

Event description:
During the reported implant attempt, difficulties were obtained while operating the fixation mechanism of the device. Extension of the helix was not possible, once the lead was positioned.